Event description:
Caller reports patient has been having difficult time recharging. Caller reports he was able to interrogate patient's implant, but unable to do any reprogramming as the device is depleted. Caller reports when he attempts to charge, he is seeing a poor recharge quality. Caller reports patient do not have a recharging belt and mdt rep do not have a spare recharger. Caller reports the ins implant is not flush to the skin, caller reports physician was thinking about re-positing the ins. Caller reports he can feel the ins, just the orientation of the ins to the recharging paddle. Caller reports he also notice a crack at the end of the paddle. Caller reports physician wants to try replacing the paddle to see if recharging helps before surgery. Email sent to repair.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.